Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that failure to adequately reprocess the device led to sticky fluid leakage at the lenses. Additionally, it is likely that degradation led to loss of bond of the adhesive to the curved rubber. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited "sticky" fluid leakage at the objective and illumination lenses. Additionally, there was chipped bonding adhesive area on the curved rubber. There was no patient involvement.